Event description:
A 'tooth' of the cloward broke off inside of the patient after the piece had bit down on a piece of tissue. The physician was pulling the device out of the body and noted the tooth missing.